Manufacturer narrative:
(B)(4). One (1) single inner polyaxial screw 5.5 x 4.35 x 45mm and one (1) screw, cortical fix, polyaxial, mis 5.5, ti, 5x45mm was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that both the expedium 4.35x45mm poly screw and the viper cortical fix 5x45mm poly screw broke at the transition zone between the screws¿ polyaxial spheres and the screw shanks.the fracture analysis report noted that the fractured surfaces of both polyaxial screws exhibited smooth grainy/rough region progression lines which are indicative of fatigue failures. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for postoperative polyaxial screws breaking at the transition zone between the screws¿ polyaxial spheres and the screw shanks cannot be positively determined. However, the fracture analysis report noted that the fractured surfaces of both polyaxial screws exhibited smooth grainy/rough region progression lines which are indicative of fatigue failures. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgery to implant expedium to the t10-s2ai to stabilize the spine was performed on (B)(6) 2014. The revision was then performed on (B)(6) 2014. The revision was successful and the further revision had not been required since. However, the patient recently has fallen down and the reported screws got broken. The patient has then had a surgery to remove the reported screws, which were successfully removed. Since the surgeon concluded that further stabilization of the spine by implants were not necessary, the external fixation was instead applied to the patient, who is currently being hospitalized for the fixation.